Event description:
The customer reported on (B)(6) 2012 that there was a pt slippage on (B)(6) 2012 with laceration but no serious pt injury occurred. Surgery was completed. Pt positioning: prone. "Dr stated he checked for lock 3 times, when placed on pt it slipped and lacerated at left anterior scalp approx 5 cm laceration." The device was received at pmi for inspection on (B)(6) 2013.

Manufacturer narrative:
Root cause: device was not regularly inspected as part of the annual inspection program. Index knob evaluated and alleged slippage failure could not be duplicated. Index knob was stiff due to possible debris/residue. Pin pressure testing showed a deviation which was minimal. This did not contribute to the event. Suspected root cause: wrong pinning technique. Corrective action: instructed customer to properly position the pt's head. Ensure that the 2 skull pins in the rocker arm are equidistant from the centerline of the head and that all 3 pins are penetrating the skull equally. The angle of the pins should be as close to 90 degrees possible to the pt's skull. Test that the skull clamp ext. Arm is fully engaged in the clamp base. Lock the index knob so that the arrow and "lock" are aligned. See instruction manual, device was repaired and can be used as intended. Returned product and another copy of the instruction manual to customer.